Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a damaged conductor wire at the distal end. The wire insulation was damaged, and the instrument failed electrical continuity and energy delivery tests. The instrument had exposed wire, no thermal damage, and no missing material. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions the grips opened and closed properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument wire was poking at the elbow. The procedure was completed with no reported injury.